Manufacturer narrative:
Concomitant medical products: bis-bis-40, adaptor, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing in the form of high rate non-sustained episodes and an increased sensing integrity counter (sic). Possible undersensing was also noted on stored electrograms (egm), leading to a false termination of arrhythmia episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.